Event description:
It was reported that a patient underwent a robotic inguinal hernia surgery on (B)(6) 2021 and barbed suture was used. During the procedure, it was noted while suturing the peritoneum, the barbed strand was extremely wired and coiled like that of a barbed wired fence with coils on the top. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm that the 2 reported sutures were used during the same procedure? Yes, same case with dr. (B)(6). Could you please confirm if the surgeon had to maneuver the stratafix to get it to pass through tissue because of barbed wired fence with coils on the top or anything else- yes the surgeon had to use the robot arms to maneuver the spiral pds through the peritoneum. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m. Events reported in 2210968-2021-11932.